Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague pump with a screen problem was confirmed but not reproduced during product evaluation. The root cause was assigned to one or more lines on the main display. The main display was replaced to fix the reported condition.this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a screen problem. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.